Manufacturer narrative:
The returned 2000-9044 (pol 5.5 ti rod bender) from lot 003730 was visually inspected by quality engineering. Initial inspection confirms the reported complaint. The rod bender has been damaged and is fully disassembled as a result of component fracture. The pivot screw completing the rear end of the central knob assembly is fractured, causing complete disassembly of the rod bender instrument. Excessive wear is apparent on the interior face of the central knob. The product lot was originally released (B)(6) 2013 per the DHR (device history record) indicating nearly three (3) years of use in the field. The product lot DHR was further reviewed, there were no reported nonconformances or process/product deviations that could have contributed to the reported device failure. Inspected traits of the rod bender lot include markings, workmanship/finish, functional inspection of the rollers and central knob feature, and physical dimensions. The lot passed all criteria for 13 inspected parts. The root cause is attributed to expected wear on an instrument of this age. Sections were updated based on the completion of the device evaluation.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.(B)(4).

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the polaris instrument broke during surgery. No adverse events were reported.